Event description:
Pain. Per voluntary medwatch, "pt underwent laparoscopic biopsy of peritoneum, left ovarian cystectomy, ablation of endometriosis, myomectomy for dysmenorrhea in 2002 at which time gynecare intergel was used. The substance pooled in the bottom of the pelvis, causing abdominal pain. Was readmitted and a second procedure performed in 2002 to evaluate the pain. There was irritation to the surface of the abdomen resulting in adherence of the bowel, omentum and pelvic structures."